Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture and was found to be dislodged.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
A revision procedure has been scheduled for this patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that the complete lead was returned. There were set screw marks noted, two on the terminal pin, and one on the ring. There was dried blood/body fluid noted in the lumen. This damage was determined to be procedurally induced.

Event description:
New information was received that this lead was explanted as a result of the clinical observations.